Event description:
It was reported that an error occurred with the continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset but was unable to complete it alone; with the assistance of technical support, the reset was successfully completed, and they were able to start a new sensor session without further issues.